Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was locked out soon. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device fired through lockout. Empty, indicator wheel failure. The analysis results found that device (a) was received with jaws in closed position. When testing the device for functionality it was noted to be empty and the lockout was fired through. The advancer appeared to function properly when fired. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "locked out" (activation of the lock out mechanism). In addition, one jaw was noted broken at bifurcation. Evidences of corrosion were noted in the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product decontamination process. The analysis results found that device (b) was received in good visual condition. When testing the device for functionality it was noted to be empty, locked out and with the orange indicator beyond its intended position. Therefore, no functional testing could be performed to evaluated the event reported. No incident related to the reported event was observed during the batch record review.